Event description:
Note: this report pertains to one device used during the same procedure. Refer to manufacturer report # 3005099803-2015-02086 and 3005099803-2015-02120 for the other associated device information. It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a gastrostomy procedure performed on (B)(6) 2015. According to the complainant, on (B)(6) 2015, the gastrostomy tube was accidentally removed by the patient and it was re-inserted on the same day. Reportedly, there was no damage noted to the tube and the patient had ¿no problem¿ after the event. The tube was scheduled for replacement on (B)(6) 2015 and during withdrawal, the internal bolster detached inside the patient. The detached bolster was removed endoscopically. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4) unintentional removal of the peg tube. The complainant indicated that the device will not be returned for evaluation as it is implanted in the patient; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.